Event description:
It was reported that patient had seen their neurologist in clinic and her heartrate and blood pressure were lower than normal. Patient complains of faintness and dizziness that comes and goes. Patient feels that it had been better when vns was last turned up. The provider turned up vns settings. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Physician later reported that the cause of lower heartrate, lower blood pressure, and dizziness is unknown, but it is not related to vns. The patient only had one reading of low blood pressure and that has improved. Her daily blood pressure range is 140/80 and her heart rate is 70 bpm. The patient is currently tolerating the current settings without side effects. No intervention was noted for the events.